Event description:
It was reported that the ilet pump¿s display developed two cracks, while the device remained operational and blood glucose was stable at 108 mg/dl. Symptoms included no injury and no change in glycemic status. Outcomes included replacement of the device and instructions to return the original unit. Investigation included collection of device identification and logistical verification for replacement and return. Investigation of this device revealed physical damage to the display consistent with a cracked screen on the pump¿s user interface component, with no reported malfunction of therapy delivery or alarms. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage external to device function.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.